Event description:
An user reported that after a surgery, they noticed that the outer wrapping material broke apart. No further information provided. Product not recveived for investigation.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. As the device was not returned for investigation, a clear conclusion cannot be drawn. The event is filed under internal karl storz complaint ID (B)(4).